Event description:
It was reported the patient's catheter had dislodged. The patient experienced an increase in pain approximately 2 months ago. At that time, a dye study was performed and the catheter was found to be dislodged. The patient did not have any withdrawal symptoms, just an increase in pain. The catheter was replaced the date of this report. It was also noted the patient's pump had been stopped for approximately 1 month and the physician wanted to ensure the pump was still functional by running a bolus with the catheter disconnected. After the bolus was run it was noted the elective replacement indicator (eri) was at 3 months which was due to the high flow rate of the programmed bolus. After the concentration/dose was adjusted to correct levels the eri reflected accurately. The patient resumed therapy after the revision. The device system was used to deliver prialt. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(4), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).